Manufacturer narrative:
Method: risk assessment. Results: no lot # was provided, so a manufacturing record review could not be performed. Visual, dimensional and functional analysis could not be performed as the device was not returned. Conclusion: since the device was not returned, the root cause cannot be determined.

Event description:
It was reported that; the inserter guide inner shaft broke after malleting the cage into the disc space. Plate was used since the inserter was not attached to deliver the anchors.

Event description:
It was reported that; the inserter guide inner shaft broke after malleting the cage into the disc space. Plate was used since the inserter was not attached to deliver the anchors.